Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a 50ml vial of dexmedetomidine was set to infuse over a period of time at "3"ml/hr with volume to be infused "85"ml, and the clinical staff said that several team members confirmed proper setup of the IV set. It was then noted that the medication was fully administered within 4 minutes. The patient appeared to be okay when became conscious, and the vital signs appeared to be stable. However, after the event, the patient was immediately brought to the intensive care unit (ICU) for monitoring.

Event description:
It was reported that a 50ml vial of dexmedetomidine was set to infuse over a period of time at "3"ml/hr with volume to be infused "85"ml, and the clinical staff said that several team members confirmed proper setup of the IV set. It was then noted that the medication was fully administered within 4 minutes. The patient appeared to be okay when became conscious, and the vital signs appeared to be stable. However, after the event, the patient was immediately brought to the intensive care unit (ICU) for monitoring.